Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior resection procedure, the lock lever of the device was stiff and the device could not be fired. The device was replaced to complete the case. There was no patient injury.